Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.44mm. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clip was not releasing; one jaw was noticed to be bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip would not lock in, it would not release while trying to clip tissue. The appropriate large hem-o-lok purple clips were used. The tissue was appropriate size for the clip. The clip applier was attempted to be used 3 times then a backup clip applier was used.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.